Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed as part of the (B)(6) study. On (B)(6) 2017 the patient underwent the second bronchial thermoplasty performed in the left lower lobe of the lungs. No issues were noted with the device. On (B)(6) 2017 the patient was discharged from the hospital as planned for the bt treatment. On (B)(6) 2017 the patient developed asthma exacerbation requiring hospitalization to be extended. The patient was treated with systemic steroids for the asthma exacerbation. On (B)(6) 2017 the asthma exacerbation was in remission. The exact hospitalization and discharge dates for the asthma exacerbation were not reported. According to the complainant,